Event description:
This spontaneous case was reported by an other and describes the occurrence of pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. A half year after essure insertion, the patient experienced pain (seriousness criteria medically significant and intervention required). On an unknown date, she experienced weight fluctuation ("weight fluctuations"), swelling ("swelling"), pyrexia ("fever"), nausea ("nausea") and fatigue ("fatigue"). The patient was treated with surgery (essure implants and uterus were removed at the end of year 2016). Essure was removed in 2016. At the time of the report, the pain had resolved and the weight fluctuation, swelling, pyrexia, nausea and fatigue outcome was unknown. The reporter provided no causality assessment for fatigue, nausea, pain, pyrexia, swelling and weight fluctuation with essure. The reporter commented: she tells that pain ended right after surgery. Further company follow-up with the other is not possible. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 26-jun-2017 for the following meddra preferred term: pain -analysis in the global safety database revealed 355 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.